Manufacturer narrative:
(B)(6) follow up. It was reported the needle bent when injecting and popped off where the plastic is. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. Two photos show a needle assembled to a syringe. One photo shows the needle bent about thirty degrees and the other photo shows a needle that has not been bent. The third photo shows a list of materials. No defects or imperfections were observed. A device history record review was completed for provided material number: 309623, lot: 3340120. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot: 3340120 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309623 batch # 3340120 it was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached (B)(4) - gattex - needle - bent/broken/damaged bd syringe: plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch) bd catalogue: 309623 bd syringe lot numbers: 3340120 takeda awareness date: 04dec2024 for needle - bent/broken/damaged follow-up received from patient on (B)(6) 2024: ms spoke to pt on the phone. Pt stated she did not miss a dose due to this incident. Pt stated the issue is with the dosing syringes. Pt stated that the needle bent when injecting and popped off where the plastic is. Pt stated it is very difficult to take cap off without needle coming off and that is where the issue begins. After needle comes off, pt reattaches for injection.